Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x15mm xience alpine referenced is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an unspecified lesion with heavy calcification in two different vessels. A 2.25x18mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to advance due to interaction with a non-abbott guide catheter. The sds was withdrawn and resistance was noted with the guide catheter. The stent dislodged and remained inside the guide catheter. The guide catheter and dislodged stent were withdrawn from the anatomy. Ultimately an unspecified xience stent was used to successfully treat the first lesion. Then a 2.5x15mm xience alpine sds was advanced toward the second target lesion and failed to cross due to the anatomy. The sds was withdrawn with resistance due to the anatomy and the stent was found partially dislodged from the balloon within the guide catheter. The stent system and partially dislodged stent were simply withdrawn from the patient anatomy. Ultimately a non-abbott stent was used to successfully treat the second lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.